Manufacturer narrative:
(B)(4). The lot was manufactured september 28, 2015- september 29, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the connection of the regulatory clamp during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.